Event description:
As reported: coil was passed through a 5fr catheter and pulled back into the catheter, then pushed out again to be pulled back a second time. With the second pull back, the coil became stuck and the md continued to pull until the pusher wire broke. The catheter was pulled out of the patient with the coil stuck in the end of the catheter. Upon visual inspection and under fluoroscopy, the md believes all of the coil was removed. The coil was passed all the way out the end of the catheter into to patient and then the attempt to pull the coil back out of the patient was made. There was no attempt to detach the coil with the detachment device. The coil and pusher wire was broken inside the catheter with the coil partially sticking out of the catheter all while inside the patient. Type of procedure performed: splenic aneurysm embolization. No patient injury reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
Items returned for evaluation: pusher; implant; catheter. Items not returned for evaluation: introducer; shrink lock; dispenser hoop. The visual analysis of the returned device found that the pusher strain relief was damaged, the implant was not attached to the pusher, and the pusher was kinked at the distal section. The implant was returned stretched at the proximal section, separated from the pusher, and partially stuck within the distal end of the catheter. The returned catheter was not found to be damaged. The investigation found the pusher's monofilament broken, which indicates that the device experienced a tensile break. The investigation of the returned coil system found the pusher strain relief damaged, the pusher kinked at the distal section, and the implant stretched at the proximal section, separated from the pusher, and partially stuck within the distal end of the catheter; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The returned catheter was not found to be damaged and would not have caused or contributed to the reported complaint.

Event description:
As reported: coil was passed through a 5fr catheter and pulled back into the catheter, then pushed out again to be pulled back a second time. With the second pull back, the coil became stuck and the md continued to pull until the pusher wire broke. The catheter was pulled out of the patient with the coil stuck in the end of the catheter. Upon visual inspection and under fluoroscopy, the md believes all of the coil was removed. The coil was passed all the way out the end of the catheter into to patient and then the attempt to pull the coil back out of the patient was made. There was no attempt to detach the coil with the detachment device. The coil and pusher wire was broken inside the catheter with the coil partially sticking out of the catheter all while inside the patient. Type of procedure performed: splenic aneurysm embolization. No patient injury reported.